Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) tip cover accessory be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video of the procedure was provided for review. This complaint is being reported due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Information for the blank fields in is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was broken or damaged. Replacement to the backup resolved the issue. The procedure was completing as planned with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury and no fragment fall into patient. It was not known if the tip cover was broken at the clear or gray area.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The mcs tip cover accessory was found to have tearing at the mouth. The tears were axially aligned and measured from 0.203¿ to 0.003¿ in length. There was no sign of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses.